Event description:
The customer reported that the system displayed errors and failed to perform fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was reseated during the service call and the system was placed under observation. The system was tested and found to be working as intended and put back into service.